Event description:
It was reported that the pt had his device removed and replaced with an inflatable penile prosthesis. The reason for the revision surgery was requested, but not provided.

Manufacturer narrative:
The device was returned for evaluation - analysis results indicate both cylinders performed within specifications and functioned as intended. Should add'l info becomes available regarding this event, it will be re-evaluated and follow-up report will be sent.